Event description:
It was reported that a stylet would not advance into the lead. Lead was taken directly out of the packaging and when the physician went to replace the straight stylet with the blue/green it would not advance all the way. The lead was attempted but not implanted. There were no symptoms, injury, or adverse event to the patient. Patient recovered without sequela. No further information was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stylet accessory cap found no anomalies. Analysis of the lead (serial # (B)(4)) found that the stylet wire was bent. The wire was bent in 3 places and the distal end of the stylet was bent into an angle that made it unable to pass through the electrode area of the lead. A lead functionality found continuity acceptable on all circuit, and no shorts. A known good sets of stylets (both bent and straight, white and green handled) were able to be fully inserted into the lead stylet coil. Result: stylet accessory cap.